Event description:
The device was used during an unk procedure. It was reported the device was used and the material was coming away from the seal. Another was used and the same problem was encountered. There was no consequence to the pt. There is a third device with the same lot number that the customer is returning.